Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. The ipp was explanted and replaced, while the existing reservoir was kept in the patient and a new one was added to the system. There were no patient complications reported.